Event description:
Medtronic received information that 7 months post implant of this bioprosthetic valve, the valve was explanted. The patient was found to have auto-immune vasculitis and at explant, valve dehiscence was noted on the inflow and a pseudoaneurysm on the outflow. Pannus was excised from the valve upon explant. The valve was replaced with a mechanical valve with no adverse patient effects reported.the valve was not returned.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported findings at explant, it is likely that the issue is a patient related condition. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.